Manufacturer narrative:
(B)(4). Batch: r57y6a. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with two gst60g reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information received: concerning the complaint there was no damage to the patient from the load having detached from the jaw of the stapler. The surgery ended well, the patient was referred to the ICU as is the hospital protocol.

Event description:
It was reported that during a lobectomy procedure, reload dropped 2 times from the stapler. Action user took to mitigate/ resolve problem during procedure the doctor removed the stapler from the cavity and replaced it again. Patient consequences were not reported.